Event description:
Device issue: dislodged stent. Time of device issue: prior to use, during unpacking. Adverse event: none. It was reported that during unpacking of a promus rx stent delivery system, the stent was noted to be dislodged from the balloon. There was no pt involvement. Although requested, there was no add'l info provided. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.